Event description:
The manufacturer was contacted by a customer who alleged a ventilator's internal battery was not charging. There was no harm or injury reported. The manufacturer's product support representative instructed the customer to switch out the power cord. The customer switched the power cord and the charging indicator then illuminated. The customer requested the part number for a new power cord to be ordered.